Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with a blank display anomaly due to cracked lcd glass. Unable to perform functional test including displacement test due to blank display.

Event description:
It was reported that display was cracked. Blood glucose was (B)(6) mmol/l. The insulin pump will be returned for analysis.